Event description:
It was reported that this implantable pulse generator was suspected to be exhibiting premature battery depletion behavior. A decrease in the battery's longevity was observed between follow-up visits. During the most recent device check, elective replacement indicator was declared. A copy of device memory was saved and submitted to technical services (ts) for review. A ts consultant discussed that this device is exhibiting abnormal behavior, confirming premature battery depletion. Due to this anomaly, device replacement was recommended. This device currently remains implanted and in service. The patient is being monitored via latitude (remote monitoring system). No adverse patient effects were reported.

Manufacturer narrative:
This teligen device was recieved by our post market quality assurance laboratory and analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Event description:
It was reported that this implantable pulse generator was suspected to be exhibiting premature battery depletion behavior. A decrease in the battery's longevity was observed between follow-up visits. During the most recent device check, elective replacement indicator was declared. A copy of device memory was saved and submitted to technical services (ts) for review. A ts consultant discussed that this device is exhibiting abnormal behavior, confirming premature battery depletion. Due to this anomaly, device replacement was recommended. Subsequently, this device was explanted and replaced, and was returned for analysis. No additional adverse patient effects were reported.